Event description:
The iab leaked. Blood was noted in the tubing. The dr had difficulty removing the iab from the pt at the pt's bedside. The iab was cut and the tip was left inside the pt. The pt was taken off all life supports and went on to expire. The contact at the facility reported that the pt's death was not attributed to the event. On 8/11/98, datascope was notified that the iab would not be returned for eval. The pt expired with part of the iab in place. On 8/12/98. Datascope was informed that a portion of the iab would be returned for eval. The following was reported to datascope on 8/21/98: the nurse at bedside noted a small amount of blood in the catheter tubing. Pumping was stopped and the dr was notified. The dr arrived within 15 mins. He was unable to remove the catheter. The iab was entrapped. Due to the pt plan (to discontinue life support on 8/5/98), the catheter was cut and the tip remained in the pt. The pt expired on 8/5/98. (On 8/21/98, datascope rec'd the medwatch form from the user facility; uf/dist report number: 14-0258-1998-0150). [Event complications]: entrapped/cut iab/tip remained in pt-rpt'd 8/6/98. [Pt's current status]: expired-rpt'd 8/6/98.